Manufacturer narrative:
G4:17mar2021. B4: 21mar2021. The device was evaluated by the customer and a philips remoter service engineer (rse). The customer advised that she did send the part order off for approval, and once she returns, she will send it in for the installation. Multiple good faith efforts were made to obtain additional information regarding the malfunction, event, and repairs with no response from the reporter. Emailed (B)(6) at (B)(6) on the following date and time with no response: on (B)(6) 2021, 12:41 pm, on (B)(6) 2021, 10:33 am, and on (B)(6) 2021, 10:22 pm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 08mar2021.

Event description:
The customer reported that the nav-ring on the device was not working. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.